Event description:
Procedure type: vats right upper lobectomy. According to the reporter: the case was a routine case and an air leak test was performed intra-operatively. Following the procedure, the pt remained in the hospital for four days and then was readmitted 72 hours following discharge with a subcutaneous air leak from the lung. Pt was seen for his post op appointment with puffiness in his face. No further comments were made concerning his post op diagnosis. The pt was not reoperated on.

Manufacturer narrative:
(B)(4).